Manufacturer narrative:
Na.

Event description:
The customer reported that they had questionably low results for three patient samples tested for glucose hk gen.3 (glu). When repeated, the samples had results that were in the normal range. Of the three samples, two had erroneous results that were reported outside of the laboratory. The first sample initially resulted as 44.7 mg/dl and this value was reported outside of the laboratory. The sample was tested as part of a glucose tolerance test, so the glu test was the only one that was ordered on this sample. The sample was repeated on a different cobas analyzer, resulting as 73.6 mg/dl. The sample was also repeated on the original analyzer, resulting as 76.4 mg/dl. The repeat result was believed to be correct. The second sample initially resulted as 11 mg/dl on (B)(6) 2015 and this value was reported outside of the laboratory. The sample was repeated on a different cobas analyzer and resulted as 97.7 mg/dl on (B)(6) 2015. The sample was also repeated on the original analyzer, resulting as 98.0 mg/dl on (B)(6) 2015. The repeat result was believed to be correct. The patients were not adversely affected. The glu reagent lot number was 61477801, with an expiration date of 08/31/2016. The field service representative could not determine a cause. He checked the operation of the instrument. He replaced the sample probes and sample syringe seals as a precautionary measure. The customer ran calibration and quality controls. All tests passed. The customer has not reported any additional issues since the service visit. A specific root cause could not be determined. Since the glu assay uses the smallest sample volume, it is assumed that there was an aspiration error due to microclots or fibrin. This would indicate insufficient pre- analytical handling of the sample.